Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 5/26/2016. Additional information: age at time of event, date of birth, other relevant history. (B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, frequency, dysuria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy [(B)(6) 2006] due to uterine prolapse and 3rd degree rectocele [(B)(6) 2006], cystocele and sui [(B)(6) 2006]. It was reported that patient underwent mesh revision on (B)(6) 2009 and again on (B)(6) 2011 due to mesh exposure. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.